Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the failure. However, the fse replaced the display and performed all functional and safety checks to factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the display, with a reported unit failure of an intermittently failing screen. The fat performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed the part into the cs300 test fixture and tested the part to factory specifications per the cs300 service manual. After 30 minutes of testing, fat was not able to replicate the reported issue of the failing screen. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a falling screen. There was no patient involvement.